Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed in (B)(6) 2011 (the exact day is unknown). According to the complainant, on (B)(6), 2011 when the physician was removing the device for replacement the internal bolster fell into the patient's stomach. The bolster was retrieved endoscopically. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed both ports to be open. The c-clamp was open. The external bolster was located at approximately the 6.5 cm mark and was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing was intact and presented no tearing. The returned unit was consistent with the complaint incident that the bolster detached/separated. The tubing failure appeared to have occurred while undergoing tensile force during use. It most likely detached due to excess force being used during the removal of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed in (B)(6) 2011 (the exact day is unknown). According to the complainant, on (B)(6) 2011 when the physician was removing the device for replacement the internal bolster fell into the patient's stomach. The bolster was retrieved endoscopically. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.